Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: country: belgium.

Event description:
It was reported that during surgery, when they started sampling and exerted simple pressure on the sampling site, the dermatome stopped working, the speed was reduced. They also observed an unusual sound when using it., they confirmed the unit didn't shut off, it stayed on and was cutting properly. They obtained 3 separate strips during the last sampling, the anatomical result was correct, but the graft was separated, whereas the operator wanted a single piece. The middle part was so small that some material was lost, as it was barely usable. There was no harm injury to the patient. No medical intervention was required, and no additional unplanned skin graft was needed in order to complete the surgery. There was a surgical delay of 30 minutes. No other device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the machine head wad damaged, the reciprocation arm and needle bearing were worn, the cable was damaged (no metal exposed wires) and the motor was corroded and failed. The machine head, needle bearing, reciprocation arm, plug harness assembly and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.